Event description:
Ventilator alarming. Registered nurse went into room immediately. Ventilator not cycling, not working. "Device system error" in red across screen. Patient immediately disconnected from ventilator, bag-valve-mask oxygen assist started. New ventilator brought in and patient reconnected to ventilator that functioned. Patient oxygen saturation level never below 91%, no change in vital signs. Improved saturation to 99% with new vent. Malfunctioning vent taken to biomed.